Manufacturer narrative:
The insulin pump communicated properly with blood glucose meter; no rf anomalies noted. No unexpected wizard message noted. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been in the hospital for a stroke, and when she was discharged, she had difficulties with the insulin pump. The customer stated that she had to press the insulin pump's button 3 times before she could get the blood glucose reading to transfer from the glucometer to the insulin pump. Upon troubleshooting, the customer was advised that the device was working as normal, but she disagreed. Advised replacement of the insulin pump. The blood glucose reading was not provided. Nothing further reported.